Event description:
A surgeon reported that a system message displayed during a vitrectomy procedure. The procedure was prolonged, as a result of the silicon injection requiring 30 minutes instead of 2 minutes to complete. The procedure was completed with no harm to the patient. Additional information received from a company representative advised that priming was performed without any problems prior to the system message being displayed. The system was not restarted, but the iop calibration test was reperformed without any success and the compensated iop was deactivated.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).